Manufacturer narrative:
Investigation results: three photos were received by our quality team for evaluation. A crack was observed on the wall of the barrel; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause is related to manufacturing. A project has been started to further investigate the process. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10 ml ll bns barrel cracked. Complaint via email: we were notified of a complaint from a customer stating syringes cracked. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Complaint #: (B)(4). Defect description: syringes cracked. Part #: 153239, product description: syringe 10 ml ll bns, vendor part #: 304657, lot #: 5069256. Date reported: 2/26/2026. Sample received: no - biohazardous response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. 1423395-2026-00044. Please reference the above complaint number in all future communications. If you have questions or need additional information, please reach out.